Event description:
It was reported by the affiliate that the (1) mcs20 and the (1) msm20 were used during a varix procedure. It was reported that the clips would not deliver. The case was completed with another device. There was no pt consequence.